Event description:
It was reported that the left ventricular lead dislodged and the lead was successfully repositioned on (B)(6) 2013. The lead exhibited loss of capture. Fluoroscopy confirmed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.